Event description:
Info received indicates the casters are not braking properly.

Manufacturer narrative:
The technician inspected the casters and found the right head caster damaged and could not be adjusted and the left foot caster was out of adjustment. The technician replaced the head caster and adjusted the foot caster to repair the bed.